Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were alerts for high right ventricular (rv) and svc coil impedances one day after a device replacement procedure occurred and it was suspected that the setscrews were loose. During the revision procedure the lead was detached from the device and tested through the analyzer, which resulted in normal values for both the rv and svc coil impedances. The lead was re-attached to the device, setscrews secured and tested to confirm secure setscrews, and impedances values re-tested through the device which resulted in normal impedance values. The device remains in use. No patient complications have been reported as a result of this event.